Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis (B)(6). Patient weight unknown. Lot number is unknown (B)(4) lot and manufacturing date unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Without a lot number, the device history records review could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial intramedullary femoral nailing procedure, a 5.0mm flexible shaft and a 12.5mm medullary reamer head broke into multiple pieces while inserted into the patient's femur. During the procedure, the reaming shaft was inserted slowly into the femur and became stuck in the canal. In an attempt to free the shaft from the bone, the technician attempted to go forward and in reverse at a faster pace. While trying to go forward, the shaft and the reamer head broke into multiple pieces. Most of the pieces were removed as the reaming rod was removed from the bone. Graspers were used to retrieve the remaining pieces. In total, all of the broken pieces were removed from the patient. Another reaming shaft was used to complete the procedure successfully without any further issue. The device malfunction caused a 20 minute surgical delay. Post-operatively, the patient was reported as fine. This is report number 1 of 2 for (B)(4).